Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and firmed with the physician/healthcare professional (hcp) reported the newly implanted pump experienced the motor stalls. It was noted that no stalls were longer than 24 hour duration. It was unknown if all of the reported motor stalls recovered. It was noted that the date of the first stall was available. It was noted the patient experienced no symptoms and the motor stalls were found during a random log check. Actions/interventions included they were going to check mattress/frame for magnets. It was unknown if the motor stalls had been resolved. It was noted that logs have not been acquired by the office since the patient was a home fill. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) on (B)(6) 2020 regarding a patient receiving an unknown drug (dose and concentration unknown) via an implanted infusion pump. It was reported that the new pump was presenting with motor stalls. At the time it was decided that it was likely something environmental. After discussing with the patient, it was found that the patient used a sleep number bed and some models integrated magnets into the mattress for attaching to the motor framework. Omitted information pertains to pe (B)(4) - old pump stalls.